Manufacturer narrative:
Findings: pump was received with totally destroyed insulin pump, both case and electronic assembly.

Event description:
It is reported that the customer had normal blood glucose levels of 104 mg/dl. The customer reported that the insulin pump was run over by a tractor and was broken into pieces. The customer was advised that the insulin pump would need to be replaced. The customer was advised to revert to a back-up plan per the health care provider's instruction. No additional information is provided.